Manufacturer narrative:
Results and conclusion summation- engineering reviewed the incident information. It is possible that the stent graft did not completely seal the perforation because of, but not limited to, the following: incorrect sizing of the stent graft in relation to the size of the perforation or not implanting the stent graft centrally over the perforation. The stent graft was not used as per the indication to treat a free perforation in native coronary vessels or saphenous vein bypass grafts - it was used off-label to treat an active bleed in the superficial femoral artery.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: unable to completely seal perforation requiring medical intervention. Device issue: unable to completely seal perforation. It was reported that another company's 0.14 guide wire crossing the right superficial femoral artery (sfa) caused an active bleed, so the jostent graftmaster was available for rapid deployment; however, it did not completely seal the perforation. Another company's .035 guide wire and graft stent were used to seal the vessel. No additional event or patient information is available